Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported they tested with the cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 and obtained two suspected false positive results (cartridge sn (B)(4)/lot 21795c, cartridge sn (B)(4)/lot 21795c, reader sn (B)(4)). Two additional tests were performed with the same cue reader on the same day and customer obtained two negative results (cartridge sn (B)(4)/lot 24203c, cartridge sn (B)(4)/lot 24203c). No additional confirmatory testing reported.